Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that elevated lvad parameters were observed. The patient received IV heparin. Lactate dehydrogenase was 250-300 u/l. Echocardiogram revealed mild aortic regurgitation. A log file was reviewed by the technical service representative revealed elevated lvad parameters that returned to baseline at the end of the file. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2018 that the elevated lactate dehydrogenase (ldh) was since resolved. Patient is at a nursing facility with plans to be discharged home in the next coming weeks.